Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was 418 mg/dl, 400 mg/dl and this morning it was 200 mg/dl, 230 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose and bent cannula and also sensor glucose verses blood glucose. The customer reported that they received insulin flow blocked alarm and no delivery alarm did not occurred during fill tubing. The customer reported that event was resolved by changing infusion set. The insulin pump will not be returned for analysis.